Event description:
On (B)(6) 2009, a company representative reported the patient's insulin infusion device has condensation inside it. The patient stated that on (B)(6) 2009, while inserting a new insulin cartridge, she inadvertently rewound the piston rod with the cartridge in her device. The plunger was pulled out of the cartridge and a full cartridge of insulin spilled into the chamber. The patient was able to detach the plunger from the piston rod. The patient switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.